Manufacturer narrative:
Correction: (B)(4).

Event description:
The customer reported that the device issued a ¿speaker malfunct.¿ inop. There was no allegation of an adverse event or any patient or user harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.